Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had noise in the right ventricular (rv) tip/rv ring. It was noted that there was noise with one non-sustained ventricular tachycardia episode. No intervention was done. The lead is still in use. No patient complications have been reported as a result of this event.